Event description:
Nurse and respiratory therapist were bagging and open suctioning the patient- an air leak was noted at the adapter and a crack was recognized- attempted to remove the adapter was unsuccessful, in order to access the et (endotracheal) tube the tube had to be cut below the adapter to allow for access and care. Later in the day when another rn was providing care and suctioning, a small piece of plastic likely from the adapter was noted at the tip of the suction catheter.